Event description:
It was reported that the patient with an existing sling underwent a surgical procedure during which an artificial urinary sphincter (aus) was implanted for unspecified reasons. No patient complications were reported.